Manufacturer narrative:
(B)(4).

Event description:
The customer reported an interlink set that had a no flow. This reported condition occurred during patient-use. Chemotherapy was supposed to be infused; however, with the no-flow, it did not infuse. There was no patient injury; however, the patient's central line became occluded and required the usage of tissue plasminogen activator. No additional information is available. This is report 1 of 6 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). No additional event details are available. Since the sample was not provided, the complaint could not be confirmed. The description of this complaint appears to point to priming difficulties. Priming difficulties are often related to a high cracking pressure of the np check valve. Therefore, the root cause was determined to be hard cracking pressure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).